Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a noise spike on the right end of the histogram. The main board was replaced resolving the event. (B)(4).

Manufacturer narrative:
The cb2/cb8 main board was replaced on (B)(6) 2014 and returned for further evaluation. No failures of the main board were observed. Cause was not determined.

Event description:
The customer reported region flags were generated with the differential results obtained for the high control when using the coulter act diff 2 analyzer. Instrument generated flags with a single asterisk (*) were also generated for the wbc (white blood cell) results, also on the controls. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.